Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 647 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The insulin pump alarmed no delivery prior to the event. The customer changes her infusion sets every 4-6 days. The customer was advised to change her infusion sets every 2-3 days. Nothing further was reported.